Manufacturer narrative:
Internal complaint reference (B)(4). Section: h3, h6: the device, used in treatment, was not returned for evaluation but the images provided were reviewed, and the fracture was confirmed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. Based on the alleged failure and the date when the product was manufactured, a further review of the manufacturing records was not deemed necessary. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka, when installing the orthomatch cr implant impactor, it was cracked. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.